Event description:
Doctor reports that the last 2 biopsies he took resulted in non-diagnostic tissue being taken. The stealth station s7 was used. There was no impact to the patient. The medtronic sales representative tested system and could not replicate issue.

Manufacturer narrative:
Patient information was not available at the time of this report but has been requested. Device was investigated on-site and inaccuracy was not repeatable on a test model. System was accurate.